Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted portions of a dual lumen powerpicc solo catheter. The first photograph depicted both extension tubes. The purple luer adapter was attached to one extension tube. The luer adapter was missing from the second extension tube. The proximal end of the tube appeared even. Curved shape memory was observed near the proximal end. Blood residue was evident in the second extension tube. The second photograph depicted the completely detached red luer adapter. The red luer adapter was completely detached from the extension tube in the provided photographs. The curved shape memory and event description suggested that tensile (pulling) stress contributed to the observed detachment; however, inspection of the photographs was insufficient to identify if an additional unidentified factor(s) contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr2176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hospital staff was called to critical care this evening to replace a PICC because a patient pulled off the red hub of a double lumen PICC. It was also reported that the catheter did not look jagged or stretched and the patient's dressing was still intact. Dressing changes are done every 7 days using chg to clean site. We also use biopatch at insertion site. Alcohol is used to scrub the hub. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hospital staff was called to critical care this evening to replace a PICC because a patient pulled off the red hub of a double lumen PICC. It was also reported that the catheter did not look jagged or stretched and the patient's dressing was still intact. Dressing changes are done every 7 days using chg to clean site. We also use (B)(6) at insertion site. Alcohol is used to scrub the hub. There was no reported patient injury.